Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump displayed an alert that the data was corrupted on the pump. Customer reported their personal profile settings were missing. Customer's blood glucose (bg) level was 300-400 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer was able to input all setting into their personal profiles and resume insulin. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also stated a back up pump available.